Event description:
It was reported that the lead impedance decreased from 415 ohms to 145 ohms. The patient was also in atrial fibrillation. The impedance had decreased to less than 200 ohms four times previously. Sensing was greater than 3 mv. Capture testing could not be performed due to the patient's atrial fibrillation, but had previously been at 0.5 v.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.